Event description:
The customer reported that during a power on check in the biomedical office, the ventilator would not go into standby mode. No patient involvement. The remote service engineer (rse) advised the customer to replace the flow sensor assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.